Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to unspecified reasons. A new 15cm x 12mm ipp device with 65ml reservoir was implanted. It was further reported that the device was explanted due to fluid loss. Three to four months ago the device would not fully inflate. The patient was doing well following the surgery. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.